Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that there was an increase in post-implant procedural pain, abdominal pain, and possible loss of motor function. The manufacturer representative was unable to determine if the patient could not stand because of increased pain or loss of motor function. The patient went to the emergency room in the early morning hours of (B)(6) 2017 and began to lose motor function in legs, but still had sensory function. A CT scan was performed which showed an abnormal finding (suspicious area) around lami lead implant region. The lead was explanted. It appeared that there was a blood clot around the lead and possibly in the epidural space. The lead was replaced with two leads. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.